Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
Additional information received indicated the patient presented in clinic with additional post paced t-wave over-sensing (pptwos) episodes noted on their implantable cardioverter defibrillator (ICD). The patient was asymptomatic. The ICD was reprogrammed and the patient left in stable condition.